Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample was not made available for evaluation. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a follow-up medwatch will be filed. (B)(4).

Event description:
A report of a corneal ulcer associated with the air optix night and day aqua lens was rec'd from an eye care professional. A pt, who wears the lens for 30 days extended wear, visited an emergency room and was given an unk ointment for an unspecified reason. The lens had been in the eye for almost a month at the time of the event. The pt presented the next day in the eye care professional's office and a corneal ulcer was diagnosed. The ulcer was two (2) millimeter in size and located mid peripherally. The ulcer did not present with a standard appearance and was noted as "deep" looking. An ointment was provided and the pt was referred to a specialist. No further info was provided.